Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter had a frayed wire. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was visually confirmed at the bench level. The cable sheath was torn, exposing the inner wires of the output cable. The controller ac adapter, however, was capable of providing the required stable output voltage as intended since the wires themselves were not damaged. The most likely root cause of the output cable sheath damage could be attributed to material deterioration due to wear and/or due to a mishandling of the device. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the perfusionist that the controller ac adapter had a frayed wire. The device was exchanged without reported patient consequences.